Manufacturer narrative:
Product event summary: the device was returned, analyzed, and analysis revealed no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a dislodgment of the implantable pacing lead (ipl) occurred. The ipl was repositioned and connected to the implanted implantable pulse generator (ipg). However, after the lead was reconnected to the ipg, the device was unable to pace. The ipl was connected to the analyzer and paced appropriately. The ipl was then reconnected to the ipg once more but would not pace. The ipg was explanted and replaced with a different device. The ipl was reconnected to the newly implanted device and the device paced appropriately. No patient complications have been reported as a result of this event.